Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2015. The sensor was inserted into the abdomen on (B)(6) 2015. Patient described the reaction as pink, itchy, and dry skin located under the sensor pod. On (B)(6) 2015, patient went to the dermatologist, had her skin reviewed and was prescribed hydrocortisone cream. Date of intervention is an approximation. Affected area was treated with the prescribed hydrocortisone cream. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.